Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the trunk cable and cable connecting the distribution node and ECG electrodes c and d were pulled from the distribution node strain relief and were missing. The cause of the inability to complete testing is the missing cables. The root cause of the missing cables is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.